Event description:
It was reported that protector p50 multipack had foreign matter inside of it. This was discovered during use. The following information was provided by the initial reporter: material no.: 515106. Batch no.: 2001146. It was reported that an eyelash was noticed inside the phaseal protector when mixing up cyramza dose for a patient. Per email: we have been very happy with the phaseal products thus far. I did want to bring this one issue to your attention which happened today. We noticed this while mixing up cyramza dose for a patient. There is an eyelash that is trapped inside of the phaseal protector. Originally, we thought it may have come from one of us, but I cannot think of any way that could have happened due to it being a closed system. We think that this may have been a problem that occurred during manufacturing. Nonetheless, since we were unsure to what degree of contamination this caused we decided to throw out the vials and start over with a new phaseal protectors and new vials. We would be happy to mail out the contaminated phaseal.

Manufacturer narrative:
H.6. Investigation summary: one photo was provided to our quality team for investigation. Upon visually inspecting the photo, a hair was observed under the film of the expansion chamber. A device history review was performed for the reported lot 2001146, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples were requested from lot 2001146 and visual inspections were performed. No foreign material was found. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter and perform clearly defined cleanign according to procedure . All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is likely due to personnel not following the proper gowning procedure. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that protector p50 multipack had foreign matter inside of it. This was discovered during use. The following information was provided by the initial reporter: material no.: 515106, batch no.: 2001146. It was reported that an eyelash was noticed inside the phaseal protector when mixing up cyramza dose for a patient. Per email: we have been very happy with the phaseal products thus far. I did want to bring this one issue to your attention which happened today. We noticed this while mixing up cyramza dose for a patient. There is an eyelash that is trapped inside of the phaseal protector. Originally, we thought it may have come from one of us, but I cannot think of any way that could have happened due to it being a closed system. We think that this may have been a problem that occurred during manufacturing. Nonetheless, since we were unsure to what degree of contamination this caused we decided to throw out the vials and start over with a new phaseal protectors and new vials. We would be happy to mail out the contaminated phaseal.